Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported for general instruments." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the inserter fractured inside the cup during impaction. The cup was removed from the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Root cause of the event was most likely attributed to misuse as the fracture pattern of the threads suggests the surgeon attempted to reposition the cup by levering the inserter handle, which the inserter was not designed to do. The inserter¿s threads also may not have been completely tightened down against the bottom of the cylinder which could have contributed to the failure of the threads. A conclusive root cause could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.